Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they were hospitalized due to low blood glucose level and insulin pump did not work, as the screen was totally blank on unknown date. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer was treated with food and glucose tablets for low blood glucose level. Customer reported that screen was not blank off of insulin pump for 3 months managing diabetes via shot. Customer stated that they went to hospital for dialysis and they discovered a low blood glucose. Customer stated that customer states the black screen did not disappeared. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device powered up properly after the test battery was installed. Device was monitored for 3 days. No blank display noted. Device uploaded properly using carelink. Device had cracked display window, cracked case at display window corner, cracked battery tube threads, and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).